Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) had the customer log in and navigate to the storage space recovery section. The fse pulled the station out and removed the back panel. The controller board status on the drawer was checked. The station was powered down, and the bus cable was disconnected. The back of the drawer was removed, and the module controller board was taken out and replaced with a new one. The drawer was reassembled, the bus cable reconnected, and the station was powered up. The storage space was accessed, and the drawer functions were tested. The system functioned as intended after the field service engineer repaired the device.